Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: ¿blockage occurred for the whole set when attempting to connect to a smartsite needle-free valve (ref (B)(4) and unable to get any flow through the smartsite needle free valve when attached initially¿.

Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "blockage occurred for the whole set when attempting to connect to a smartsite needle-free valve (ref(B)(4)) and unable to get any flow through the smartsite needle free valve". The product in use at the time is reported to be a 2000e7d. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.